Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection was performed and no foreign material was found inside the nozzle. However, after passing the channel with a cleaning brush, a dark brown foreign material mixed with fibers was found grabbed to the brush. The reported fault was likely a result of insufficient cleaning. Additionally, the following events were reported and are as follows: due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, the bending tube was damaged, the plastic distal end cover was cracked, nozzle has foreign objects, and the adhesive on bending section cover or distal end had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the colonovideoscope had foreign material - threads- exiting from the air/water nozzle. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event.